Event description:
It was reported that myopotential oversensing was observed via egms. Programming changes will be made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)